Manufacturer narrative:
(B)(4). Batch #: p58348. Device evaluation: the analysis found that one pcee45a device was returned with no apparent damage and with one ecr45g cartridge reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # p57x9c. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The batch history records were reviewed and the manufacturing criteria were met prior to the release of the batch. Day and year known. It is assumed month the complaint was received.

Event description:
It was reported that during a lobectomy, the doctor fired the device with a green reload, no buttressing material and the reload didn't deploy staples on the patient side of the staple line. The doctor noted the anatomy was difficult and decided to convert from a lobectomy to a pneumonectomy. The change in procedure was due to the difficulty in the patient's anatomy, not due to an issue with the device and reload. The procedure was completed using the same device and additional reloads. Five green reloads were used in the case.